Event description:
Sales rep reported, that "customer states, that the valve had to be revised as a result of very low distal flow."

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.